Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers, h13d08067 and h13e31025, involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with tazicef (125 gm daily, route not reported) for the event. The patient was recovering from the peritonitis and discharged from the hospital after three days. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis cannot be completed. The cause was not identified.